Event description:
Rptr working as a cna at hosp was replacing the coil tubing for wall mounted b/p machines. Replacing the tubing included opening the original packages and removing/disposal of the old tubing and then applying new tubing. After replacing approx 15 units in a matter of 30-40 min rptr developed hives on forearms and started feeling flushed all over body. Heart started racing and rptr immediately reported to the ER. By the time they got to ER their body was bright red and itchy. Rptr was treated w/IV solu-medrol, benadryl and pepcid and monitored for several hrs and sent home w/oral meds. Rptr made a return trip several hrs later by ambulance for dyspnea and again given IV drugs benadryl and pepcid. Monitored for several hrs and sent home w/a referral to see allergist/immunologist. Rptr has not returned to work as of this written report.